Manufacturer narrative:
Reported event: an event regarding revision due to dislocation involving a mdm liner was reported. The event was not confirmed.

Event description:
It was reported that the patient's right hip was revised due to dislocation of the adm/mdm poly insert from the mdm metal liner. A 28/52 46f adm/mdm insert and 28+0 mm biolox ceramic v40 head were revised to a another adm/mdm insert of the same size and a 28+0 mm biolox ceramic c-taper head. There are no allegations against the revised femoral head. Rep confirmed that no further information would be released by the hospital or surgeon.